Event description:
Emed.com is one of the only two site that sells the abbot binax home test for covid. I ordered it in (B)(6) for 6-pack because the emed site posted the FDA letter indicating shelf life extended to 12 months. However, once I received the test, the expiration date on the boxes is oct 15, 2021 (manufacture date 2/8/2021). When I called support they said it will expires 3 months after I receive it but that's not what they posted online. Even I can assume shelf life is 1 year, when I received the product it's already 6 months passed. The emed rep I spoke to changed his tone and said it will expires next february after I pressed on the FDA letter they posted online. This is false advertising and could lead to people using an expired test. FDA safety report ID # (B)(4).